Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2022 with blood glucose of 600 mg/dl. The customer's current blood glucose is 120 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated high glucose with manual injection. Troubleshooting was done for high blood glucose and under delivery. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer experienced diabetic ketoacidosis. The customer also alleges under delivery of insulin.